Event description:
On (B)(6) 2008, the pt underwent emergent treatment of a ruptured thoracic aortic aneurysm at the arch with two gore tag thoracic endoprostheses. It was reported that a planned bypass of the right common carotid artery, left common carotid artery, left common carotid artery, and left subclavian artery were performed as part of the rupture treatment. On (B)(6) 2008, the pt experienced a cerebral infarct. It was reported that although a cerebroprotective agent was administered, the pt's symptoms did not improve.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the cerebral infarcts are unk. Additional device implanted and involved in this event: (B)(4).